Event description:
Fractured his femur [femur fracture] fell after his last synvisc one dose [fall] knee hasn't been the same since [unspecified disorder of knee joint] case narrative: initial information received on 12-dec-2025 (along with two live follow ups attached on (B)(6) 2025) regarding an unsolicited valid serious case received from a patient. This case involves an unknown age male patient who fractured his femur, fell after his last synvisc one dose and knee has not been the same since with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection, strength: 48 mg/6 ml, (dose: unknown) frequency 1x intra articular for osteoarthritis. Patient said he fell (fall) after his last synvisc one dose and fractured his femur (femur fracture) (event onset date and latency: unknown) (unknown batch number and expiry date). Patient had surgery and his knee had not been the same since (arthropathy) (event onset date and latency: unknown) (unknown batch number and expiry date). Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: not applicable for all events. Corrective treatment: surgery done for femur fracture and not reported for fall and arthropathy. At time of reporting, the outcome was unknown for all events. Seriousness criteria: medically significant and intervention required for femur fracture, disability and intervention required for fall and arthropathy.

Manufacturer narrative:
Sanofi company comment dated on (B)(6) 2025: this case involves an unknown age male patient who fractured his femur, fell after his last synvisc one dose and knee has not been the same, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Manufacturer narrative:
Sanofi company comment dated on 13-jan-2026: this case involves an unknown age male patient who fractured his femur, fell after his last synvisc one dose and knee has not been the same, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Fractured his femur [femur fracture], fell after his last synvisc one dose [fall], knee hasn't been the same since [unspecified disorder of knee joint]. Case narrative: initial information received on 12-dec-2025 (along with two live follow ups attached on 12-dec-2025) regarding an unsolicited valid serious case received from a patient via health authority, FDA's medwatch program. This case involves an unknown age male patient who fractured his femur, fell after his last synvisc one dose and knee has not been the same since with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection, strength: 48 mg/6 ml, (dose: unknown) frequency 1x intra articular for osteoarthritis. Patient said he fell (fall) after his last synvisc one dose and fractured his femur (femur fracture) (event onset date and latency: unknown) (unknown batch number and expiry date). Patient had surgery and his knee had not been the same since (arthropathy) (event onset date and latency: unknown) (unknown batch number and expiry date). Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: not applicable for all events. Corrective treatment: surgery done for femur fracture and not reported for fall and arthropathy. At time of reporting, the outcome was unknown for all events. Seriousness criteria: medically significant and intervention required for femur fracture, disability and intervention required for fall and arthropathy. A product technical complaint (ptc) was initiated on 12-dec-2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). On 12-dec-2025, sanofi has received pharmacovigilance event complaint related to product synvisc one. The batch/lot no. Is unknown. For complaint description refer complaint-(B)(4). The incident description, the investigation urgency has been confirmed as standard. Per the product-specific complaint codes for "synvisc one", and the incident description, the defect code "other pharmacovigilance event" has been assigned to this investigation. No qee (quality & engineering excellence) was opened. No qdn (qualification determination notification) was opened. The investigation urgency, qee/qdn decision and defect code may change based on the outcome of the investigation. The minimum investigation requirements for defect code "other pharmacovigilance event includes product event history review, lot history review, qa batch/manufacturing review (including api), the results of these reviews are summarized below: product event history review: attachment 01- qualipso product (synvisc one) event history report for the past two years is generated on 12-jan-2026 and showed 100 complaints related to other pharmacovigilance event (including current complaint). Among these 77 complaint is concluded as no assessment possible. 5 complaint is concluded as no faults detectable. 2 complaint is concluded as related to handling error. 2 complaints were closed as fasttrack process. 7 complaints were inactivated stage. 7 complaints (including current complaint) are in open state (investigation ongoing). Attachment 02- comet product (synvisc one) event history report for the past two years was generated on 12-jan-2026 and showed no complaints related to defect code "other pharmacovigilance event. Based on the above details it is inferred that there is no confirmed complaint reported. Lot history review: as the batch number is unknown, lot history review and assessment is not possible. Complaint sample evaluation: complaint sample is not available. Hence assessment is not applicable. Attachment 03 investigation outcome: there is no quality related defect that would attribute to a malfunction a death or serious injury. Mah pharmacovigilance continuously monitors adverse event reports with or without lot number, and assesses possible associations with their corresponding product lot, as a part of routine safety surveillance effort to detect safety signals. As the product lot number is not available, a batch record review and assessment is not possible. Due lack of information, no assessment is possible. Controls in place: prior to batch release, review of all finished batch records for specification conformance will be performed. If any out of specification result is identified, it is mitigated through the procedure for nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA is required, complaint handling will be followed. Trend analysis: if the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that 100 complaints including the current complaint for product synvisc one with defect code "other pharmacovigilance event. However, review of investigation conclusions infers that there is no confirm complaint identified for the product synvisc one with defect "other pharmacovigilance event and indicates that no potential trend (n = 10) exists. Considering the above further trend analysis of the product based on the quarterly data is not warranted. Conclusion: based on investigation outcome and no qee was opened. No qdn was opened. The investigation urgency is conformed as standard. As the batch number is not available for subject complaint, no assessment is possible. Hence investigation conclusion is selected as no assessment possible with cause code as undetermined cause. Team will continue to monitor and trend these types of events and work with the cmo(s) to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. The final investigation was completed on 13-jan-2026 with summarized conclusion as no assessment possible. Additional information was received on 13-jan-2026 from quality department: ptc details added, clinical course updated, text amended accordingly.